Event description:
During the first radiofrequency atypical atrial flutter procedure, there was a procedural delay. After installation of the ensite x dws, the ensite x dws started up slowly as it took several minutes for the login screen to appear. There was also an issue with the gui. Typically, a pop-up window appears in the lower right corner to confirm changes in the presets, etc. But instead there was a pop-up window that appeared very low in the left-hand corner and the question on the window was not visible. The window was so small it was not able to be moved with the mouse. In order to confirm, the "enter" button had to be pressed. The system froze if it was not confirmed. The dws was turned off and on five times until it did not freeze immediately. The procedure was completed without patient consequences.